Event description:
Failure to alarm renasys device had been put on (B)(6) 2014. On monday (B)(6) 2014 it was noted that the renasys device was not on suction yet it had not alarmed to let staff know. It is unknown how long the therapy had not been working before it was noticed.

Manufacturer narrative:
Active investigation in process; results of the investigation will be submitted in a supplement report.

Event description:
Failure to alarm renasys device had been put on (B)(6) 2014. On monday (B)(6) 2014 it was noted that the renasys device was not on suction yet it had not alarmed to let staff know. It is unknown how long the therapy had not been working before it was noticed. Consultant aware renasys too be reapplied and tvn informed on (B)(6) 2014.